Manufacturer narrative:
On 7/13/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - ultralight pro headlight with premium cable returned because it got hot when they tried to remove it. The cable had damage to the lens on the light source end connector. Inspection records for the cable were reviewed, no damaged to the cable was observed. This headlight was used with the mlx . It is known that when a mlx unit is operated with the mirror dislodged, the cable lens will break as this one did. The cable in this complaint became damaged when used with a mlx unit that had a dislodged mirror. The dislodged mirror in the mlx became dislodged from impact. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the cable was tarnished and had a damaged lens on the light source end. This damage has occurred from the mlx that had the mirror dislodged. The mlx had impact damage to the rear bottom that would have caused the mirror to become dislodged. The damage to the cable is from using a damaged mlx unit.

Event description:
Dealer initially reports device was first used in the operating room . Fifteen minutes after connecting the light source + crown a blue light began to warm up the cable to the inability to use . As a result, light source connector burned. Immediately all items were disconnected, usage was stopped .there was a smell of burn in the room. The pin of the ax2100bif is brown and was hot when they tried to disconnect it. On (B)(6) 2016 dealer reports urology procedure in progress, no patient contact, first time use for device and backup device available. No further information available. 2 of 2 related complaints.